Manufacturer narrative:
Manufacturing site: manufacturing site could not be identified because the product lot number information was not available. When the reported product was returned to the manufacturer, reportable malfunction was recognized for the first time. Date received by manufacturer is the same as the date in device available for evaluation. Returned to manufacturer. The reported corsair pro microcatheter was returned with the concomitant gladius ex guide wire for evaluation. The microcatheter had no damage such as bending on the shaft. The tip of the microcatheter was twisted off and approximately 2mm of the very distal end of the tip was missing. At the proximal side of the tip, the hydrophilic-coated surface was scratched likely due to calcification. The gladius ex guide wire was also twisted for approximately 20mm from the tip. At approximately 25mm from the tip, the exposed coil was unwound due to accumulated torsion and the unwound coil torn the outermost polymer jacket. Lot history records review could not be conducted because lot information was unavailable. All the shipped products were inspected in the production process and satisfied the product specifications and release criteria; therefore, it was concluded that there was no anomaly in product quality. Based on the obtained information and investigation outcome, it was presumed that torsion generated with catheter manipulation had most likely contributed to reported fusing with the concomitant guide wire. The applied torsion would cause the tip to deform. Further applied torquing and tensile force generated with removal made the catheter tip deform to tear off and the guide wirer unwind to damage the polymer jacket. It was concluded that this event was not attributed to product quality. Because of the missing part of the tip, it was unable to completely rule out a possibility that the tip fragment might be left in the patient. No CAPA will be taken. Instructions for use (IFU) states: [warnings]- observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. If resistance is felt between this guide wire and the other interventional devices while operating this guide wire in the blood vessel, avoid applying excessive force. When abnormal resistance is felt, remove the entire system from the patient's body and determine the cause. Otherwise, the guide wire may break or be damaged and may cause injury to the blood vessel or leave fragments inside the vessel. [Malfunctions and adverse effects]. Abrasion of the guide wire coating.

Event description:
It was reported that an asahi corsair pro microcatheter could not be advanced over an asahi gladius ex (distributed as gladius in the us) guide wire during a retrograde percutaneous coronary intervention (pci) to treat a chronic total occlusion (cto) in the segment #7 of the left anterior descending artery (lad). The microcatheter was delivered over the guide wire but failed to advance. New microcatheter was used to continue the procedure. Pci was successfully completed with reestablished blood flow achieved by stenting. There were no adverse patient effects or complications associated with this event. Corsair pro is reported as MFR report #: 3003775027-2022-00120.